Event description:
Healthcare professional called to report a left side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: one opening observed on posterior side assessed as fold flaw openings. Additional observations: ¿ creases were observed. ¿ wear abrasion observed. ¿ yellow and white particles observed inner the surface of the shell. No further actions are required as the device was implanted.

Manufacturer narrative:
Continued h6 health effect impact code: f2203- imaging required. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional called to report a left side deflation. Device has been explanted.